Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with identifier (B)(6) is mobile system 1, medwatch with identifier (B)(6) is mobile system 2. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Caller reported blood glucose results of 103 mg/dl on mobile system 1, 189 mg/dl on mobile system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the strips.